Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received for evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the first related complaint reported with the defect/condition of leakage at luer connection with lot # 9294054 regarding item # 305903. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9294054 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time.

Event description:
It was reported that 3 syringes 1ml s/t w/ndl sftygld 25x5/8 rb leaked. The following information was provided by the initial reporter: "it was reported that when injecting patient with vaccines, the vaccine squirts out where the needle and syringe connect." Per customer response: "hi. It's bd but I forgot to check the lot#. I just mailed it. Thanks." (B)(4) was created to capture the needle."